Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the patient's ipg became unable to communicate with external devices. Troubleshooting was able to recover the ipg. The device is providing therapy.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h1 correction: b1 adverse event and b2 other serious were inadvertently selected on the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.